Event description:
The patient was implanted with a left ventricular assist device. Approximately 2 months post-implant, the patient returned to the hospital due to thoracic pain and a fever. The patient was readmitted to the ICU for septic shock and poor liver function. Exams revealed thoracic listeria contamination. The system monitor displayed that the flow was between 3-4 lpm, pump power was at 5 watts, and a "pulsitility" index (pi) of 5.2. A transesophageal echocardiography (tee) showed that the left ventricle unloaded at 9,400 rpm and the aortic valve ejecting at every beat (arterial pressure = 110/65). The tee also showed a systolic flow from the outflow graft of 3.5 lpm, but a very low diastolic flow. The physician reported seeing something moving inside the inflow conduit via the tee. The pump speed was increased to 12,000 rpm with no change. According to the information provided, the patient remained in the ICU recovering from the sepsis and was placed on the high emergency transplant list. The patient was successfully transplanted approximately 3 weeks later.

Manufacturer narrative:
The patient was successfully transplanted on (B)(6) 2012. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.